Event description:
Patient having a coronary artery bypass graft was noted to be hypotensive and an arterial intra-aortic balloon pump was inserted. The next day the balloon no longer flushed or withdrew. Attempts were made to flush the balloon pump without success. Decision was made to remove the balloon pump given that the patient was hemodynamically stable.